Manufacturer narrative:
Insulin pump passed displacement test, prime/a33 test and excessive no delivery test. No excessive no delivery alarm. Minor scratched display window, cracked case display window corner, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they noticed a crack from the bottom of the device near the serial number to the reservoir compartment and battery cap. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 168 mg/dl at time of reporting. Nothing further reported.